Manufacturer narrative:
An event of difficult to remove (entanglement with valve) was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Additionally, a review of the complaint history did not indicate a lot-specific product issue. Based on the available information, a cause of the reported event could not be conclusively determined. The surgical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2024, a 23mm navitor valve was selected for implant. The patient had moderate calcification and an aortic annulus size of: perimeter: 65.9 mm, perimeter derived ø: 21.0 mm, area: 341.9 mm², area derived ø: 20.9 mm, min ø: 20.0 mm, max ø: 22.2 mm, average ø: 21.1 mm, eccentricity: 0.10. The aortic valve angle was 50. A pre-dilation was performed with a 20mm x 4.5cm non-abbott balloon. During the procedure, the valve was positioned and deployed at 3mm. There was sufficient calcium to allow anchoring of the device. The device ended up migrating into the ascending aorta due to the delivery system interacting with the valve. There was no obstruction of blood flow from the migration. A second 23mm navitor valve was taken and successfully implanted below the valve without complications. There was no pvl post implant. The patient remained hemodynamically stable throughout the procedure and there was no clinically significant delay.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 23mm navitor valve was selected for implant. The patient had moderate calcification and an aortic annulus size of: perimeter: 65.9 mm, perimeter derived ø: 21.0 mm, area: 341.9 mm², area derived ø: 20.9 mm, min ø: 20.0 mm, max ø: 22.2 mm, average ø: 21.1 mm, eccentricity: 0.10. The aortic valve angle was 50. A pre-dilation was performed with a 20mm x 4.5cm non-abbott balloon. During the procedure, the valve was positioned and deployed at 3mm. There was sufficient calcium to allow anchoring of the device. The device ended up migrating into the ascending aorta due to the delivery system interacting with the valve. There was no obstruction of blood flow from the migration. A second 23mm navitor valve was taken and successfully implanted below the valve without complications. There was no pvl post implant. The patient remained hemodynamically stable throughout the procedure and there was no clinically significant delay.